Event description:
In 2008 (exact date is unk), the patient received an additional surgery with d/m cable because she had received tha surgery, using non-stryker brand implants in the past however, the femur near the stem fractured. At approximately 5 months later, the callus growth was confirmed. At about six weeks after, the d/m plate was found broken. At about 8 days later, the patient was revised with another new d/m plate adding 2 screws with a bone graft from the acetabular and the fibula.